Event description:
Caller reported blood glucose results of 430 mg/dl on nano system, 70 mg/dl on compact plus system within 10 minutes. No adverse event was reported. Strips are not available for return.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Medwatch with identifier (B)(6) is for nano system. Medwatch with identifier (B)(6) is for compact plus system.

Event description:
Caller reported blood glucose results of 430 mg/dl on nano system, 70 mg/dl on compact plus system within 10 minutes. No adverse event was reported. A request was made for the return of the meter and strips, replacement sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Medwatch with pt identifier (B)(4) is for nano system. Medwatch with pt identifier (B)(4) is for compact plus system. Updated after follow-up with customer determined strips are not available for return. Strips not available for return.